Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient was scheduled for normal implantable neurostimulator (ins) replacement, the patient had a bmi (body mass index) test and the patient thought that was what depleted the battery. The replacement occurred the day of the report. It was later reported that the patient had been seen on 2013 (B)(6) and her impedance was 433. She was seen again on 2013 (B)(6) but the device was not interrogated. It was noted that the patient was feeling well and symptoms had not presented. It was reported that the patient was seen on 2014 (B)(6), they conducted an interrogation and could not get a read as the battery was determined to have expired.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the lead serial number (B)(4) found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of the ins serial number (B)(4) found no significant anomaly. The ins battery was at normal end of life and no telemetry and no output. Analysis of the lead serial number (B)(4) found no significant anomaly. The lead body was cut through and the product was segmented.

Event description:
Additional information reported the patient was hospitalized. The patient recovered without sequelae and it was noted there were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reporter could not find any evidence of a malfunction in the clinic on (B)(6) 2014. It was noted that patient experienced nausea, "abd" pain, and bloating. It was noted that the battery expired and was replaced on (B)(6). It was noted that there was no evidence of lead erosion and the reporter could not locate where that was in the patient's chart. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.